Event description:
An electrode placed into thoracic spine. Running baseline data electrode smoke melted at cord causing raytec to catch fire. No fire on drape. Raytec to floor and saline placed on floor putting fire out.